Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak with separation of the fibers. The machine did not alarm. Test strips were used to confirm the leak. Estimated blood loss was 150-200 ml which came from the blood that was left in the lines that could not be returned to the pt. The pt had no adverse effects and no med intervention was required. The pt completed treatment. Sample has not been returned to MFR for eval.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported complaint was deemed not confirmed. The complaint sample was not made available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint product review of the batch production record did not reveal a probable cause for the reported complaint.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.